Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the case damage. Analysis also found the device¿s battery compartment and contacts were contaminated with blood. The device failed at high rate at high amplitude which is not a standard pacing mode. (B)(4).

Event description:
It was reported the external pulse generator (epg) case was damaged. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.